Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR. Report # 1627487-2011-00528, 1627487-2011-00529 and 1627487-2011-00530. The pt rec'd an scs sys including an ipg two percutaneous leads and a lead extension on (B)(6) 2004. Her ipg was subsequently replaced on (B)(6) 2007 due to end-of life. It was reported that her current scs sys. Was replaced due to allegations of ineffective stimulation. The pt's leads had reportedly migrated, and she had previously experienced charging issues with her ipg. No further complications were reported.